Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report that they had difficulty using monopolar energy. No site visit was conducted. A field service engineer reached out to the customer who confirmed that the issue was resolved by replacing the cables. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to a defective monopolar energy cable. It can be resolved by replacing the cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had question on monopolar energy port and surgeon was not able to use monopolar energy and confirmed they had used another energy cord and energy instrument, but issue was same. Technical support engineer (tse) suggested him to clean energy cord connector pins and rest to erbe; however, it was confirmed that the issue was same. The procedure was completed with no reported injury.